Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) study. It was reported that patient underwent a total left hip arthroplasty on an unknown date. During post operative monitoring and testing, fluid was noted. The fluid on the anterior medial of the left hip measured 2.1x10.6x2.9x0. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions. " this report is number 1 of 2 MDR's filed for the same event (reference 1825034-2014-01778 /-07315).

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) clinical study. It was reported that patient underwent a total left hip arthroplasty on an unknown date. During post operative monitoring and testing, fluid was noted. The fluid on the anterior medial of the left hip measured 2.1x10.6x2.9x0. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date. Additional information received from clinical study data noted that the patient underwent a left hip arthroplasty on (B)(6) 2005. During post operative monitoring and testing, fluid with debris and heterogeneous signal within the fluid and loose cup was noted.